Event description:
It was reported that on (B)(6) 2015 a patient underwent an open reduction internal fixation pilon surgical procedure for treatment of a distal tibia fracture. During the attachment of the insertion handle to the plate, the insertion handle connection screw locked in the plate. The screw would not advance and properly seat into the plate, leaving the aiming arm unable to be used. When an attempt was made to back the screw out of the plate, the head snapped, leaving a portion of the connection screw locked into the plate. A larger plate was selected. There was a fifteen minute delay. The procedure was successfully completed with no apparent consequences to the patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.